Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During reaming, the offset reamer broke at the joint. This did not affect the case and it was completed successfully.

Manufacturer narrative:
Reported event: the u-joint on the offset reamer handle was damaged and observed prior to use. A backup handle was obtained and used with no impact on the case. Device evaluation and results: the product was unavailable for inspection. CAPA (B)(4) has been initiated in regards to missing product. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 06/11/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in (B)(6) related to p/n 207080, lot number 32010615 shows zero additional complaints related to the failure in this investigation. The issue described in this complaint matches the failure mode of nc (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: CAPA (B)(4) has been initiated in regards to missing product. Per RMA records, the device was delivered to stryker mako for investigation. After transaction through the mako internal RMA process, the part was lost prior to receipt by an investigator. Additionally, nc (B)(4) has been initiated to address the issue described in this complaint. The device was not returned for evaluation.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During reaming, the offset reamer broke at the joint. This did not affect the case and it was completed successfully.